Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the inserter broke off inside the disc space and was unable to be removed.

Manufacturer narrative:
Product analysis:visual examination confirms the inferior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.